Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Event description:
The customer observed smoke while using the architect i2000sr analyzer. The customer indicated that the instrument generated a vacuum system failure and then started to smoke from the processing module (pm). The instrument pm was turned off by the customer. No flames were observed. Smoke and the smell of burnt plastic was noted. All damaged was contained to the instrument. No injuries or impact to patient management were reported by the customer. Upon initial investigation of the analyzer by an abbott field service representative (fsr), the fsr indicated when they turned on the instrument, they observed smoke and saw flames coming from the vacuum pump. They immediately shut the instrument off. There were no injuries and there was no visible structural damage to the instrument. The observed flames were contained within the area of the instrument.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a field service engineer (fse) review, service history review, a search for similar complaints, and a review of labeling. Return material from the customer was not available. The fse completed troubleshooting of the instrument. When the fse powered on the analyzer, he observed a one-inch flame from the vacuum pump. The flame went out immediately after the fse powered off the analyzer; assistance with extinguishing the flame was not required. The complaint information indicated the flame was limited to the vacuum pump with no resulting structural damage to the analyzer and no injury to the fse. Three file images provided by the fse confirm the charring was limited to the bottom side of the vacuum pump condenser. The service investigation indicated buffer leakage from the transfer pump tubing onto the vacuum pump caused the vacuum pump to smoke and burn. The vacuum pump and the pinch clamp kit for the transfer pump tubing were replaced to repair the analyzer and return it to normal operation. A review of the analyzer service history was performed and no contributing factor on or around the date of the event was found. No subsequent reports of smoke/burn of the vacuum pump since the pump parts were replaced. Tracking and trending review was completed. No adverse trend for tickets with replacements of the pump, vacuum (rohs) and fittings was identified. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect i2000sr analyzer, list number 03m74, was identified.